Manufacturer narrative:
Gehc recommended to the customer to reseat the pop off valve and bellows assembly, as well as remove the carbon dioxide bypass module and condenser. No report of patient involvement.

Event description:
The hospital reported that the unit failed the preoperative leak test. There was no report of patient involvement.